Manufacturer narrative:
The event occurred in (B)(6). Occupation ni equals lay user/family member.

Event description:
The customer complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to the coaguchek xs meter results in the emergency room. The serial number of the meter from the emergency room was not known. This medwatch will cover strip lot 32264115 used on the customer's meter. For the unknown strip lot used in the emergency room refer to the medwatch with patient identifier (B)(6). At 12:00 the result from the customer's meter was 4.5 inr. Within about one and a half hours, the meter result from the emergency room meter was 2.9 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 322641) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.